Event description:
It was stated that the customer was hospitalized for high blood glucose levels with a reading of 584 mg/dl. It was stated that the customer experienced a heart attack as well. The wife declined to perform troubleshooting and wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.